Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory which indicated that the complete lead was returned. Noted set screw mark on the terminal pin and blood or body fluid in the lumens. The tip and tines appear intact and undamaged. The lead passed electrical testing.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds and dislodgement. Boston scientific technical services (ts) noted that the x-ray confirmed lv lead had pulled back. This lv lead was explanted. No additional adverse patient effects were reported.